Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete product and event information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2023-01428. It was reported that the patient's system was explanted due to migration and infection on an unknown date. Follow up indicated the infection has resolved.